Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has to recharge the ipg more frequently than normal. Longevity calcifications revealed the pt is experiencing normal device characteristics. It is unk how often the pt used to recharge his ipg. As a result, the pt may undergo surgical intervention.